Event description:
Pc reporting info: reporter of product complaint: patient. Summary of product complaint: glatiramer "poorly made". She was using the whisperject device. "The edges of the syringe would snap off" needles would break off. Date of occurrence: unknown. Was the product taken/administered?: unknown. Can manufacturer call patient for follow up? No. Can a manufacturer arrange for a product pickup?: no., why not: not available. Md aware and drug therapy discontinued. Report to (B)(6).